Event description:
It was reported by service report that the head hex cap screw sheared off causing the retaining post to break. It is unknown if there was patient involvement; however, no adverse consequences were reported.